Manufacturer narrative:
E1 extension - (B)(6). The reported complaint of a dislodged silicone could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved connector tego¿ where the customer reported that when screwing the syringe into the blue lumen, the displaced silicone was noticed and was necessary to replace the connectors. There was patient use, but harm was not reported as a consequence of this event.